Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt was unable to fully latch with a monitor. Upon investigation, the electrode belt trunk cable connector guide pins were physically damaged. The cause of the inability to latch with a monitor was the damaged connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a 2015 FDA inspection, a reportable malfunction was discovered. Electrode belt sn (B)(4) had a damaged connector.